Event description:
Per account: catheter placed in 2001 for dialysis. Used successfully 9 times. Twelve days later, when dialysis started, the nurse noted "profuse bleeding" from the exit site. The lines were reversed. Line checked and sutures were still intact. Patient reported no trauma to line. Dye study performed which showed no leakage from catheter. Bleeding continued when line attempted to be flushed. If catheter line was left alone, bleeding subsided. Patient sent to hospital for removal and replacement of line. During removal, surgeon punctured catheter with guidewire. He tied a suture around catheter where puncture occurred. Product is available for evaluation. Along with product, account will send nurse's report and doctor's operative notes to bas. No other information provided at time of initial report.